Event description:
It was reported as a general comment that a 4.5 mm supera stent was implanted in the peripheral anatomy, and after an unspecified time, in-stent restenosis and / or thrombosis was noted in the stent. It is unknown if additional intervention was performed. It was reported that this same event has occurred 6-10 times over the last seven months, using 4.5 mm diameter supera stents of varying lengths. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effects of restenosis and thrombosis, as listed in the supera instructions for use (IFU) are known patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.